Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, low impedance was observed on the right ventricular lead. No anomalies were observed through testing. The lead was capped and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.